Event description:
It was reported that during a routine check, prior to stat up the cs300 intra-aortic balloon pump (iabp) displayed electrical test code 50. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the alarms in the iabp¿s diagnostic error log. The stm indicated that the on site biomedical engineer (biomed) tested the iabp multiple times prior to the stm arrival, this included an overnight test. The stm was unable to reproduce the reported issue, as the iabp passed start-up test, no errors were displayed. The stm then performed all calibration, functional and safety test which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, prior to stat up the cs300 intra-aortic balloon pump (iabp) displayed electrical test code 50. There was no patient involvement, thus no adverse event was reported.